Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) as unable to be interrogated by communicator. The device remains in service. No adverse patient effects were reported. Additional information obtained, the health care professional (hcp) was utilizing the wrong programmer, and the device was able to be interrogated correctly afterwards.

Event description:
It was reported that this cardiac resynchronization therapy defibrillatorw (crt-d) as unable to be interrogated by communicator. The device remains in service. No adverse patient effects were reported.